Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received with the cap separated from the sleeve assembly. The device could not be functionally tested due to the received condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that device (b) was received with the cap of the universal seal assembly separated from the base. The device could not be functionally tested due to the received condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk; expiration date: unk; manufacturing date: unk. Universal seal assembly.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during an unknown procedure, air leaked. Also, the outer seal could not fit to the device properly. Another device was used to complete the case. There were no adverse consequences for the patient.